Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device expulsion ("migration of implant/migration of essure device location of device : uterine wall") and embedded device ("migration of implant/migration of essure device location of device : uterine wall") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia, hypertension, hypothyroidism, osteoarthritis, peripheral neuropathy, psoriasis, glucose intolerance, chondromalacia of patella, hyperlipidemia, morbid obesity, adjustment disorder with mixed disturbance of emotion and conduct, type ii diabetes mellitus without mention of complication, acrophobia, irritable bowel syndrome, gerd, restless leg syndrome, anxiety, tachycardia, sacro-iliac pain, tmj syndrome and tia. Concomitant products included amitriptyline hydrochloride (elavil), benazepril hydrochloride (lotensin), clobetasol propionate (temovate), colecalciferol (vitamin d), furosemide (lasix), gabapentin (neurontin), hydrocodone since 1994, ibuprofen, levothyroxine sodium (synthroid), lidocaine hydrochloride (lidocain), nitrofurantoin (macrobid), paroxetine hydrochloride (paxil), ranitidine hydrochloride (zantac) and tizanidine. In 2008, the patient had essure inserted. In 2008, the patient experienced mood swings ("mood swings and depression"), depression ("mood swings and depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurred"), weight increased ("weight gain"), increased appetite ("increased appetite"), constipation ("constipation") and diarrhoea ("diarrhea."). On (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and embedded device (seriousness criteria medically significant and intervention required). In 2009, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("uti¿s"), migraine ("migraines / headaches"), abdominal pain lower ("pain/lower abdominal, left more than right") and back pain ("pain/lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the perforation, device expulsion, embedded device, mood swings, depression, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, nausea, dysmenorrhoea, dyspareunia, vision blurred, fatigue, weight increased, increased appetite, constipation, diarrhoea, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, constipation, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fatigue, increased appetite, menorrhagia, migraine, mood swings, nausea, perforation, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.8 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received. New events added- mood swings and depression, abnormal bleeding (vaginal, menorrhagia), uti¿s, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), blurred, fatigue, weight gain, increased appetite, constipation, pain/lower abdominal, left more than right, pain/lower back pain and diarrhea. Event verbatim was updated as migration of implant/migration of essure device location of device : uterine wall and was splitted to device expulsion and embedded device. Concomitant conditions, concomitant drugs and lab data added. Date of essure removal was provided. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), fallopian tube perforation ("perforation of organs"), device expulsion ("migration of implant/migration of essure device location of device : uterine wall") and embedded device ("migration of implant/migration of essure device location of device : uterine wall") in a 37-year-old female patient who had essure (batch no. 627439- valid ,b26912 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included panic attacks. Concurrent conditions included fibromyalgia, hypertension, hypothyroidism, osteoarthritis, peripheral neuropathy, psoriasis, glucose intolerance, chondromalacia of patella, hyperlipidemia, morbid obesity, adjustment disorder with mixed disturbance of emotion and conduct, type ii diabetes mellitus without mention of complication, acrophobia, irritable bowel syndrome, gerd, restless leg syndrome, anxiety, tachycardia, sacro-iliac pain, tmj syndrome, tia, chest heaviness, mental status changes, headache, pain in hip, leg pain, fibromyalgia, low back pain, paresthesia, lower extremity mass, joint pain, sacroiliitis, dizziness, diaphoresis, chest pain, dysphagia, knee pain, nabothian cyst, difficulty sleeping, chronic cervicitis, metaplasia, adenomyosis, leiomyoma nos, paratubal cyst, carcinoma, gerd, hypertension, hypothyroidism and diabetes. Concomitant products included amitriptyline hydrochloride (elavil), benazepril hydrochloride (lotensin), clobetasol propionate (temovate), furosemide (lasix), gabapentin (neurontin), hydrocodone since 1994, ibuprofen, levothyroxine sodium (synthroid), lidocaine hydrochloride (lidocain), nitrofurantoin (macrobid), paroxetine hydrochloride (paxil), ranitidine hydrochloride (zantac), tizanidine and vitamin d nos (vitamin d). In 2008, the patient had essure inserted. In 2008, the patient experienced mood swings ("mood swings and depression"), depression ("mood swings and depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurred"), increased appetite ("increased appetite"), constipation ("constipation") and diarrhoea ("diarrhea.") And was found to have weight increased ("weight gain"). On (B)(6)2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and embedded device (seriousness criteria medically significant and intervention required). In 2009, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("uti¿s"), migraine ("migraines / headaches"), abdominal pain lower ("pain/lower abdominal, left more than right") and back pain ("pain/lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, fallopian tube perforation, mood swings, depression, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, nausea, dysmenorrhoea, dyspareunia, vision blurred, fatigue, weight increased, increased appetite, constipation, diarrhoea, abdominal pain lower and back pain outcome was unknown and the device expulsion and embedded device had resolved. The reporter considered abdominal pain lower, back pain, constipation, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, increased appetite, menorrhagia, migraine, mood swings, nausea, urinary tract infection, uterine perforation, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.8 kg/sqm. Hysterosalpingogram - in 2008: results: total bilateral occlusion; on (B)(6)2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: pelvic pain, migraine, back pain, nausea, depression, fatigue, vaginal haemorrhage and urinary tract infection. Lot number b26912 is invalid. Lot number:627439. Manufacture date:2008/06 . Expiration date:2010/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality-safety evaluation of product technical complaint. Pt of the event perforation of organs was updated with uterine perforation and fallopian tube perforation. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device expulsion ("migration of implant/migration of essure device location of device : uterine wall") and embedded device ("migration of implant/migration of essure device location of device : uterine wall") in a 37-year-old female patient who had essure (batch no. 627439,b26912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included panic attacks. Concurrent conditions included fibromyalgia, hypertension, hypothyroidism, osteoarthritis, peripheral neuropathy, psoriasis, glucose intolerance, chondromalacia of patella, hyperlipidemia, morbid obesity, adjustment disorder with mixed disturbance of emotion and conduct, type ii diabetes mellitus without mention of complication, acrophobia, irritable bowel syndrome, gerd, restless leg syndrome, anxiety, tachycardia, sacro-iliac pain, tmj syndrome, tia, chest heaviness, mental status changes, headache, pain in hip, leg pain, fibromyalgia, low back pain, paresthesia, lower extremity mass, joint pain, sacroiliitis, dizziness, diaphoresis, chest pain, dysphagia, knee pain, nabothian cyst, difficulty sleeping, chronic cervicitis, metaplasia, adenomyosis, leiomyoma nos, paratubal cyst, carcinoma, gerd, hypertension, hypothyroidism and diabetes. Concomitant products included amitriptyline hydrochloride (elavil), benazepril hydrochloride (lotensin), clobetasol propionate (temovate), colecalciferol (vitamin d), furosemide (lasix), gabapentin (neurontin), hydrocodone since 1994, ibuprofen, levothyroxine sodium (synthroid), lidocaine hydrochloride (lidocain), nitrofurantoin (macrobid), paroxetine hydrochloride (paxil), ranitidine hydrochloride (zantac) and tizanidine. In 2008, the patient had essure inserted. In 2008, the patient experienced mood swings ("mood swings and depression"), depression ("mood swings and depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurred"), weight increased ("weight gain"), increased appetite ("increased appetite"), constipation ("constipation") and diarrhoea ("diarrhea."). On (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and embedded device (seriousness criteria medically significant and intervention required). In 2009, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("uti¿s"), migraine ("migraines / headaches"), abdominal pain lower ("pain/lower abdominal, left more than right") and back pain ("pain/lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, mood swings, depression, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, nausea, dysmenorrhoea, dyspareunia, vision blurred, fatigue, weight increased, increased appetite, constipation, diarrhoea, abdominal pain lower and back pain outcome was unknown and the device expulsion and embedded device had resolved. The reporter considered abdominal pain lower, back pain, constipation, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fatigue, increased appetite, menorrhagia, migraine, mood swings, nausea, perforation, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; in 2008: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: pelvic pain, migraine, back pain, nausea, depression, fatigue, vaginal haemorrhage and urinary tract infection most recent follow-up information incorporated above includes: on 31-oct-2018: pfs received. Lot number added. New reporter added. Historical and concomitant conditions were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.